Event description:
During a deep brain stimulation (dbs) procedure, the stimloc device was implanted without a lead. On the date of the event, the clip and lid were removed from the stimloc device and a deep brain stimulation lead was implanted. The clip was reinserted into the baseplate; however, the clip did not close properly around the lead. The clip was replaced. The surgeon stated the clip was handled with great care. No pt complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.